Event description:
It was reported that the patient underwent successful endovascular flow-diverter (subject stent). The subject stent was successfully deployed completely covering the aneurysm neck in the right internal carotid aneurysm (c6 segment), without balloon assistance. Four optima coil system were implanted. Angiography demonstrated adequate embolization with raymond class 1, no ischemic changes and without intraoperative complications. The patient was given oral asa 160mg and heparin 25,000 units during the procedure. The patient continued to take aspirin 160 mg and brillique 90 mg daily post procedure. Post-procedure to discharge: the patient tolerated the procedure and recovered well on (B)(6) 2022, (pod2) assessments revealed an mrs (modified rankin score) of 0 and nihss (national institute of health stroke scale) of 0, and the patient was discharged as the patient was to continue taking aspirin 160 mg and brillique 90 mg daily until (B)(6) 2022. Post-operatively on (B)(6) 2022, the patient presented with sudden left hemiplegia associated with a fall. Neurological exam showed ¿nihss 19, absence of vigilance disorder, left hemiplegia and hemi negligence and left hemicorporeal hlh and hypoesthesia.¿ brilique was stopped on the evening of (B)(6) 2022. The morning brilique dose was not given on (B)(6) 2022. The stroke occurred in the night of (B)(6) 2022. Brain MRI (magnetic resonance imaging ) was performed on (B)(6) 2022 revealed: right total sylvian ischemic stroke with thrombosis. Altéplase IV medication was given for thrombolysis. The patient was transferred to interventional facility for additional thrombectomy. Upon arrival to neuroradiology ((B)(6) 2022), nihss was assessed at 21 with worsening clinical condition. Mechanical thrombectomy of intra-stent re-thrombosis was attempted without success and there was no reperfusion noted. Stroke was noted to be more visible and extensive during procedural CT (computed tomography) imaging. The patient was transferred to ICU (intensive care unit) for continuing support at which time ((B)(6)2022) nihss was assessed at 23. According to family wishes, no additional surgical or invasive resuscitation to be done. Subject was sedated using IV morphine and midazolam to maintain comfort and expired on (B)(6) 2022. According to the site, the reported as a serious adverse event, probably related to dual antiplatelet therapy, possibly related to the study procedure, causal relationship to the subject surpass evolve flow diverter, not related to the disease under study and not related to an underlying condition or disease. Event is reported to have an outcome of neurologic death related to stroke, (B)(6) 2022 through (B)(6) 2022 .

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. D4 lot # - corrected from 22022081 to 22022081r. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the procedure date was the (B)(6) 2022. The patient died on the (B)(6) 2022. The primary cause of death was ischemic stroke carotid occlusion, stent thrombosis. The secondary cause of death was progressive worsening of alertness on the extent of ischemic lesions. From a medical opinion perspective, there was no device deficiency reported in edc. The patient did not present with stroke before the procedure, the procedure was an elective aneurysm treatment. Access was through right radial. The patient received dual anti-platelet (dapt) agents post procedure until (B)(6) 2022. After ae, the patient was put on alteplase on (B)(6) for thrombolysis (before mechanical thrombectomy). Imaging was done immediately post procedure to show that the flow diverter was fully open. Based on the source document and narrative: angiography demonstrated adequate embolization with raymond class 1, no ischemic changes and without intraoperative complications. All the associate device used in conjunction with the subject flow diverter during the procedure were flexor shuttle sheath, synchro soft, phenom 027microcatheter and optima coil system. Based on the source document and narrative: the subject flow diverter was successfully deployed completely covering the aneurysm neck in the right carotid artery, without balloon assistance. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Manufacturer narrative:
The subject device remained inside patient.

Event description:
It was reported that the patient underwent successful endovascular flow-diverter (subject stent). The subject stent was successfully deployed completely covering the aneurysm neck in the right internal carotid aneurysm (c6 segment), without balloon assistance. Four optima coil system were implanted. Angiography demonstrated adequate embolization with raymond class 1, no ischemic changes and without intraoperative complications. The patient was given oral asa 160mg and heparin 25,000 units during the procedure. The patient continued to take aspirin 160 mg and brillique 90 mg daily post procedure. Post-procedure to discharge: the patient tolerated the procedure and recovered well on (B)(6) 2022, (pod2) assessments revealed an mrs (modified rankin score) of 0 and nihss (national institute of health stroke scale) of 0, and the patient was discharged as the patient was to continue taking aspirin 160 mg and brillique 90 mg daily until (B)(6) 2022. Post-operatively on (B)(6) 2022, the patient presented with sudden left hemiplegia associated with a fall. Neurological exam showed ¿nihss 19, absence of vigilance disorder, left hemiplegia and hemi negligence and left hemicorporeal hlh and hypoesthesia.¿ brilique was stopped on the evening of (B)(6) 2022. The morning brilique dose was not given on (B)(6) 2022. The stroke occurred in the night of (B)(6) 2022. Brain MRI (magnetic resonance imaging ) was performed on (B)(6) 2022 revealed: right total sylvian ischemic stroke with thrombosis. Altéplase IV medication was given for thrombolysis. The patient was transferred to interventional facility for additional thrombectomy. Upon arrival to neuroradiology ((B)(6) 2022), nihss was assessed at 21 with worsening clinical condition. Mechanical thrombectomy of intra-stent re-thrombosis was attempted without success and there was no reperfusion noted. Stroke was noted to be more visible and extensive during procedural CT (computed tomography) imaging. The patient was transferred to ICU (intensive care unit) for continuing support at which time ((B)(6)2022) nihss was assessed at 23. According to family wishes, no additional surgical or invasive resuscitation to be done. Subject was sedated using IV morphine and midazolam to maintain comfort and expired on (B)(6)2022. According to the site, the reported as a serious adverse event, probably related to dual antiplatelet therapy, possibly related to the study procedure, causal relationship to the subject surpass evolve flow diverter, not related to the disease under study and not related to an underlying condition or disease. Event is reported to have an outcome of neurologic death related to stroke, (B)(6) 2022 through (B)(6) 2022 .